Manufacturer narrative:
The following devices were also listed in this report: tritanium patella-asymmetric; cat# 5552-l-299; lot# vunk1. Triathlon p/a cr beaded #3l; cat# 5517f301; lot# rys3u. Triathlon p/a cr beaded #3l; cat # 5536b300; lot # ctd120152. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. Review of the device history records indicate that devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Patient developed infection at some point after total knee replacement. Patient came back in for I&d and poly swap.